Event description:
The rep clarified that the physician realized the implant date reported was inherent to a pocket revision and not to the ins implant. The exact implant date is trying to be found.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. Ins battery at normal end of life. Telemetry and output was okay. The ins was received in an eos condition. After resetting the eos bit with the lab programmer, testing of the ins showed it had good telemetry and output. A longevity estimate was done based on the product event information which gives the impedance as 1800 ohms. The parameter information also matched the parameter history in the initial review of the ins from an 8840 session done on (B)(6) 2014. The longevity estimate indicated an expected life of 4.79 years to eri and 5.04 years to eos. According to the trace report taken from the ins, the service life was started on (B)(6) 2010. The ins battery depleted to eri in 5.04 years ((B)(6) 2010 to (B)(6) 2015) and to eos in 5.56 years ((B)(6) 2010 to (B)(6) 2016). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that there was suspected premature battery depletion with the implantable neurostimulator (ins). The device was programmed on the left and right at 3.3v, 130hz, 60msec, bipolar, impedances 1800ohms. Longevity expected was end of service (eos) 5 years and elective replacement indicator (eri) at 4.8 years. Programming never changed. On the day of this report the ins completely discharged, no telemetry possible. No diagnostics or troubleshooting were performed. Replacement will be planned. The issue was not resolved at the time of this report. The rep reported ten days later that the therapy impedances were about 1,000ohms. Replacement was planned for the end of (B)(6). The device will be returned to the device manufacturer. If additional information is received, a follow up report will be sent.